Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high inr result on coaguchek xs meter with serial number (B)(4). The customer tested initially at 10:17 a.m. And got a result of > 8.0 inr. The customer retested on a different finger at 10:23 a.m. And got a result of 4.0 inr. The customer thinks the result of 4.0 inr is more accurate as she has never had a result as high as > 8.0 inr before. The customer used a capillary tube to apply blood to the test strip. The customer's therapeutic range is 2.5 ¿ 3.5 inr. No adverse event occurred. The customer is in fair condition. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. There have been no changes in the customer's coumadin dose and the customer is not taking any new medications. The customer is paying more attention to what she eats. She hasn't had a salad for the past couple of days. The customer has had no recent illnesses and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation and replacements were sent. Relevant retention test strips (lot 266836-23) were tested in comparison with the current master lot coaguchek xs pt test strips. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 52%, donor 2 hct: 46%. Testing results: donor 1: retention meter with masterlot strips: 2.1 inr, customer meter with customer strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.3 inr, customer meter with customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The meter memory was analyzed and the results alleged by the customer were verified.